Manufacturer narrative:
As the complaint products were not returned and the complaint strip lot was expired, I-sens analyzed the accuracy issue with a reference meter of the same model and reference strips. As a result of the control solution test, all results were within the standard range, and the cv% was within the acceptance criteria (below 5%), which satisfied the internal standard in I-sens. Therefore, it is judged that the product operated normally.

Event description:
Caller stated they have been having repeated issues with receiving falsely low and falsely high numbers from the meters. Caller stated they had a couple situations where for example the assure prism would read 300, but the hospital readings would be 600, 700, or 900. Caller also gave an example where the assure prism meter would read 120, but the hospital reading was 37. Caller stated they have pulled the assure prism meters from service. Caller stated they have performed multiple control solution tests and they are all in range. Rep then gathered caller's facility name, address, phone number. Rep questioned caller about details of time when reading was taken, and caller wasn't exactly sure of the details at the time of the reading. Caller then informed rep that a meter had readings of 120 and 128 that were five minutes apart. This was a known diabetic patient they were familiar with who was having a diabetic issue. It was noted during the call that that the patient hadn't taken any medications. Readings were received around 11:51 and the patient arrived at the hospital at 12:11 and the hospital received a reading of 37. Caller was unsure if the hospital reading was venous or capillary. These compared readings are in zone b and are outside of 10 minutes. Rep questioned about temperature fluctuations. Meter is stored in rig in a temperature-controlled environment. Tests were performed in patient's home. Rep then placed customer on hold and called product complaint analyst to question if incident report was required. Product complaint analyst determined from information given to him that an incident report did not seem necessary. Rep then questioned if finger was disinfected. Caller stated that is something they always do so he assumes that the medics disinfected the testing area. Ems call was due to low blood sugar complications on a known patient they have had numerous calls about. Rep then went over proper strip storage with caller. Rep then gathered meter(s) and test strip information and explained replacement and return process.